Event description:
A hospital in (B)(6) reported that there was a leak from the expiratory limb of an rt340 adult dual heated evaqua breathing circuit during use. The hospital further reported that there was a hole on the expiratory limb. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the returned complaint breathing circuit was visually inspected and pressure tested. Results: the visual inspection revealed a hole on the evaqua expiratory limb approximately 20 cm away from the patient end connector. The pressure test revealed excessive leak, due to the observed damage. A lot check could not be performed as no lot number was provided. Conclusion: it is likely that the evaqua expiratory limb was punctured or scratched by a blunt object. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. This suggests that the breathing circuit was damaged post-production, possibly during storage or setup. (B)(4). The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. (B)(4).

Event description:
A hospital in (B)(6) reported that there was a leak from the expiratory limb of an rt340 adult dual heated evaqua breathing circuit during use. The hospital further reported that there was a hole on the expiratory limb. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. The complaint rt340 breathing circuit is currently (B)(6) to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.